Event description:
It was reported that during a tonsillectomy surgery, 3 minutes after the surgery began, 2 electrode wires at the front-end of the wand were noticed not working properly. This caused ablation speed to be slower which resulted in a surgical delay between 30 to 60 minutes. A backup wand of the same model was used to complete the surgery with no further complications. No additional anesthesia had to be administered to the patient and no injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed and the device produce plasma, also on the shifted electrodes. The suction- and saline line were tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty. Excessive wear of electrodes may result from vigorous use against bony surfaces; the device is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or result in irregular wear of the electrodes leading to malfunction. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Per information received on (B)(6) 2018, the correct catalog number affected is eic5874-01, lot number is unknown.